Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, the plastic sleeve broke apart in the middle during withdrawal from the patient's right side. Reportedly, the detached sleeve half was being grasped at the time of detachment and did not fall loose inside the patient. The physician completed the procedure with this uphold vaginal support system with no complications to the patient, who reportedly had a normal bmi and was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, the plastic sleeve broke apart in the middle during withdrawal from the patient's right side. Reportedly, the detached sleeve half was being grasped at the time of detachment and did not fall loose inside the patient. The physician completed the procedure with this uphold vaginal support system with no complications to the patient, who reportedly had a normal bmi and was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Two sleeve pieces were returned for analysis. Visual analysis of the first sleeve piece revealed that it was torn at the proximal end and also on the distal end, between the separator welds, although two of the welds remained intact. The tear on the distal end of the sleeve occurred along the edge of the two separator welds that are detached from the returned device. Visual analysis of the second sleeve piece revealed that all four separator welds were intact; however, the sleeve appeared to have been cut on both ends. The cause for this event could not be determined.